Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comments that the programmer was slow to start up or that an error code occurred, however, it was noted that the stylus pen was damaged and functioned intermittently, power cord bay was broken, lower case was missing one foot, keyboard was broken, and all display bullets were missing. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer took too long to start up and an error code occurred. The programmer was returned for service. No patient complications have been reported as a result of this event.